Manufacturer narrative:
(B)(4). The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of bleb-related leakage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a clinical patient experienced bleb leak in the unknown eye against the xen®45 gts. Treatment is noted as begin prophylactic antibiotic. Due to persistent leak, patient continued on antibiotic and have scheduled surgery. Event is ongoing.